Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the non tortuous and moderately calcified arteriovenous fistula (avf). A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation at 12 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine and stable.